Event description:
During the procedure the physician experienced air coming into the system. The guide catheter was inside the pt and the physician experienced air coming into the system through the strain relief. The physician removed the guide catheter and replaced it with another to complete the case. The pt is reported to be fine.